Event description:
Country of complaint: (B)(6). Customer indicates that they are finding that when they perform dog castrations the animals are experiencing scrotal swelling on the internal layer or ligature layer. They are following scrub procedures and have had no problems in any other operations, the only common factor is the catgut suture. Product is within expiration date.

Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 1 open cassette, open and used. There are no previous complaints of this code batch. There are no units in OEM stock. Without closed and unused sample proper testing can not be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements, which included normal sterilization processes. Furthermore, there were additional products within the same sterilization cycle and there have been no complaints with any of these other products. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.